Manufacturer narrative:
Date sent: 02/20/2009. Lot # = e4lz9h (second lot number provided); other # = e5px61 (second batch # provided). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, firstly a reload was loaded into the device instead of the loaded blue cartridge and fired. The device was locked out at the first firing. It was released with the released button and the physician stopped using the device. Secondly, the device was fired with a reload and the firing was proper. Next, another reload was loaded into the device and fired on the pulmonary vein. As the bleeding was not confirmed, the operation was finished. When the resected tissue was confirmed after the operation, it was found that some staples of the acral part were not formed. Therefore, the operation was converted into the open chest surgery. When the doctor touched the cut line with tweezers, it was confirmed that the staples had not been formed properly. Additional suture was performed.